Event description:
Reportable based on analysis completed on 18-dec-2014. It was reported that shaft kink occurred. During unpacking of a 3.0mm x 12mm quantum¿ maverick¿ balloon catheter, the physician noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces; as received. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 66.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).